Event description:
A malfunction was reported, identified by a specific malfunction code, but it did not cause any adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided information on how to reset the pump. The malfunction did not recur after the reset, allowing the customer to continue using the pump as normal, and they were advised to reach out if the issue reappeared.